Manufacturer narrative:
The product involved in the event was not returned for evaluation. Avid medical is a convenience kit manufacturer. The complaint component (part number 520319) is supplied by (B)(4) a supplier corrective action request was issued to the component distributor on (B)(6) 2025. The supplier has advised that the bag is manufactured by berry global inc. And not suitable for medical purposes. The root cause of the nonconformance was the inclusion of a non-medical component in a medical device convenience kit. This failure resulted from inadequate identification and documentation of design inputs, which led to the introduction of a component that does not meet the required medical standards. A corrective and preventive action (CAPA) has been initiated to conduct a thorough investigation into the root cause of this issue. The CAPA will focus on enhancing design input controls and implementing robust process measures to prevent the recurrence of similar nonconformities, ensuring that only compliant, medical-grade components are included in future medical device kits. The complaint bag has been removed from this kit and quoting is working with customer to replace with an alternate bag/container which is approved for medical storage and transportation. This product incident is documented in the complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Event description:
During an organ recovery procedure, it was discovered that the plastic bag contained within the avid organ recovery pack was not properly sealed. Specifically, the bottom of the bag lacked a proper seal. A recovered liver fell through the bag and landed on floor. There was no adverse impact to the donor or organ. The organ was used by the intended recipient.